Event description:
It was reported that the patient was having a bit of trouble with purewick female external catheter placement and wanted to know how to clean the purewick canister. It was also stated that the patient never received the purewick manual in the mail. The representative advised a couple of tips to help to keep the wick in place and advised about proper placement and cleaning instructions. It was noted that the representative sent the purewick manual and the instructions on how to clean.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to miss out to put in the carton box. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not required due to the labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having a bit of trouble with purewick female external catheter placement and wanted to know how to clean the purewick canister. It was also stated that the patient never received purewick manual in mail. Representative advised couple of tips to help keep wick in place and advised about proper placement and cleaning instructions. Representative also sent the manual and the instructions on how to clean.